Event description:
A us distributor contacted zoll on (B)(6) 2014 to report that a (B)(6) year old male patient passed away on (B)(6) 2014. The patient was alone at time of passing. The patient's brother found him in the bathroom kneeling over. The patient's brother performed CPR. Per review of patient flag files, the lifevest was started at 11:38:04 am on (B)(6) 2014. At 02:42:38 am on (B)(6), after 39 hours of continuous use, the device recorded that the runtime for battery sn (B)(4) had expired. At 02:57:26, the device began alarms alerting the patient to replace the battery. These alarms continued every 15 minutes until 07:12:25 am. At 07:25:32 am, after 44 hours of continuous use, an arrhythmia was detected. The ECG showed a sinus rhythm at 99 bpm transitioning at vt at 247 bpm degrading to vf. At 07:25:38, the device recorded it had insufficient energy left in the battery to treat. At 07:28:13 am the device shut down.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. As received the monitor was fully functional and able to detect and treat a patient. The patient's electrode belt sn (B)(4) and battery sn (B)(4) used at the time of passing were not returned to zoll. Review of the patient's downloaded data revealed that the battery was improperly maintained as it was used continuously in the device for 44 hours without charging. The monitor properly alerted the patient to replace the battery. There is no evidence that a device malfunction caused or contributed to the patient death. The battery pack is designed to have the capacity to provide 24 hours of patient monitoring with sufficient reserve capacity to provide a five pulse defibrillation sequence. Patients are provided two battery packs and are instructed through alarms IFU, the training to change the battery every 24 hours. Device manufacture date usage of device: monitor sn (B)(4): (B)(6) 2014 - initial use. Electrode belt sn (B)(4): (B)(6) 2009 - reuse. Battery pack sn (B)(4): (B)(6) 2014 - reuse.